Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Health professional reported "black dot was found on the surface of te during opening¿. No patient contact.

Event description:
Health professional reported "black dot was found on the surface of te during opening¿. No patient contact.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device appearance (it is observed two black embedded particles of round shape, with a size of 0.3 mm approximately and with a rough morphology). Leak test was performed which identified no leakage. Additional analysis was performed which identified: device appearance to describe that it was observed two black particles which was sent to an external laboratory. It could not be concluded the origin of the black particles (see report attached). It¿s not considered a workmanship since the measure is 0.3 mm. But it is according with the qa199.01. However, a further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: observed two black particles on the external surface of the device. The particles was studied but it was not possible to identify the source.